Manufacturer narrative:
Other applicable components are:product ID: 3889-28, lot# va0tgbb, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0tgbb, ubd: 03-mar-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported a fall and loss of efficacy. There was no issue with impedance, so lead migration was suspected. Reprogramming had been attempted on (B)(6) 2018, the results were not satisfactory. The old system was removed and anew lead and battery were implanted to resolve the reported issue. It was reported there was a good response with the new lead the day of the report. No further complications were reported or anticipated.